Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results were obtained while using a vitros 5600 integrated system. There is no evidence that the biorad qc fluid lot in use and/or a reagent issue contributed to the event. The customer flushed the microwell reagent metering system to return the system to expected operation. Following completion of this action, retesting the same vial of control fluid resolved the issue. The investigation was unable to determine a definitive root cause. However, the root cause was most likely analyzer related.

Event description:
A customer observed higher than expected vitros tsh quality control results (biorad level 3 qc= 41.29 vs. Expected result= 32.0 miu/l) while using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if it were to occur undetected on patient samples. Patient samples were not processed while the quality control results were higher than expected. There was no report of patient harm as a result of this event. (B)(4).